Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: evaluation revealed that the total daily doses correctly reflect the users programmed basal and bolus deliveries. No activity outside normal use observed in the black box or download history. The pump passed delivery accuracy test and found to be delivering within required range. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 21mmol/l with nausea and trace ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match active basal program total and there was no known cause for variation. The basal history matches the active basal program settings. This report is being made due to the history settings issue.